Event description:
The patient stated that he was hospitalized due to high blood glucose levels, and was in a diabetic coma. The patient's blood glucose was 675 mg/dl, and he was becoming incoherent. The patient had been hospitalized due to knee surgery on march 3, and his blood glucose levels slowly began elevating. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.